Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. It was reported that the exhalation flow sensor (evq) was replaced and the issue was resolved.

Manufacturer narrative:
Device evaluation summary: the exhalation valve flow sensor (evq) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.